Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's left ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was discharged and no further patient consequences were reported.